Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6)2007. (B)(4).

Event description:
It was reported that the patient experienced dizziness and diaphoresis. A transmission showed the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with elevated short v-v intervals and high rate non-sustained episodes. Electrograms showed non-physiologic oversensing. The patient was admitted to the intensive care unit (ICU). The lead remains in use. No patient complications have been reported as a result of this event.